Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). The meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated that his condition improved.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak/tired, has excessive thirst, frequent urination, and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer.the test strip lot manufacturer's expiration date is 07/17/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.